Event description:
It was reported that a guide wire advanced through a distal lesion in the rca, and a 2.0 x 15mm powersail was advanced in the mid rca when resistance was encountered. An attempt was being made to remove the balloon when the shaft filled with blood. The catheter continued to be removed. Once outside the pt, it was observed that the distal section had detached and remained half in the rca and half in the guide catheter. The distal portion was recovered by passing a guide wire down to the mid rca along side the broken segment and over this wire a balloon catheter was inflated, snaring the broken shaft against the wall of the guide. No pt effects were reported.